Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage to the packaging carton. Emg tube was placed in the carton without other co mponents (pouch, inserts, electrodes, packaging tray). The harness was not wrapped in paper tape when returned. There was no damage in the construction of the tube and there was no sign of biological contamination on the tube. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.3 ohms, red (with clear tube) 3.7 ohms, blue 3.7 ohms and blue (with clear tube) 3.5 ohms, all electrode measurements within specification. Functionally, emg tube was submerged in saline solution while connected to the nim system and resulted in electrode check/functional test passing. There was no intermittent behavior showed on the monitor during the functional test. The tube was manipulated by being pulled out from saline solution reshaped and submerged again into saline solution and there was no change in the result. For additional analysis, syringe was used to inject 20cc of the air into the cuff and cuff inflated and deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the emg tube was inserted and passed electrode checks but did not work. They adjusted the tube to see if they could get a response from the patient and still nothing. They replaced the tube and the new tube worked perfectly. They inspected the first tube for damage but could not find anything to explain why it did not work. There was no patient injury.